Manufacturer narrative:
Notified date is 11 june 2019, not 13 june 2019 as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of hypertension and previous mi. During the index procedure a second resolute onyx stent was implanted in the rca. There was no action taken to treat the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx stent was implanted into the lad. Cec adjudicated nonq-wave mi of the target vessel lad, 3rd udmi peri-pci 1 day post index procedure.